Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 3 months post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. Subsequently 3 days later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve for severe aortic regurgitation along with mild aortic stenosis. No additional adverse patient effects were reported